Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level did not go above 400 for all reported intermittent occlusion alarms. The customer changed supplies and resumed insulin therapy.